Event description:
A report was received that the patient's ipg was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure for device upgrade. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.